Event description:
The sales representative reported on behalf of the customer that the 60-8005-001, system 5000-english panel-120v, was being used during an unknown procedure on an unknown date when it was reported, ¿needs evaluated some arcing when forceps are together.¿ there was no report of injury, medical intervention, or hospitalization for the patient. Further assessment questioning of the sales representative found that there was no further information available. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety. Device not yet received.

Manufacturer narrative:
Evaluation of the device found front bezel or front cover broken/ cracked or discolored. Evaluated the port with two forceps new and used. Good activation, output power; to eliminate arcing, activate forceps hold fingers behind activation point. Preventative maintenance found: 1. Needs replace damaged bezel (on left side close to black screw), 2. Replace damaged inductor a6l5, 3. Install loose rubber bumper. Unit pass final test after repair. Preventative maintenance is overdue. The manufacturing documents from the device history record have not been reviewed because the device has been in the field greater than 12 months. The service history was reviewed, and no prior relationship to this complaint was found. A two-year review of complaint history revealed there has been a total of 3 complaints, regarding 3 devices, for this device family and failure mode. During this same time frame 52,271 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00006. Per the instructions for use, the user is advised to visually inspect all accessories before each use to verify the integrity of insulation and the absence of obvious defects. In particular, electrode cables and endoscopic accessories should be checked for damage to the insulation. This electrosurgical unit should be tested by a hospital qualified biomedical technician on a periodic basis to ensure proper and safe operation. It is recommended that examination of the esu be performed at least yearly. Conmed recommended service interval for this device is twelve months. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the 60-8005-001, system 5000-english panel-120v, was being used during an unknown procedure on an unknown date when it was reported, ¿needs evaluated some arcing when forceps are together.¿ there was no report of injury, medical intervention, or hospitalization for the patient. Further assessment questioning of the sales representative found that there was no further information available. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.